Event description:
The following was reported: "the customer reports that the scb module of a tower failed during surgery. The images on the monitors were not visible, as the module was turned off and would not power on. However, the medical procedure was successfully completed because an auxiliary system was available and could be used without any issues. There was no extension of the procedure time. The affected.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).